Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device experienced phrenic nerve stimulation, loss of capture and undersensing. It was determined through chest x-ray that the rv lead was dislodged. The pocket was deemed infected at the time of revision. Subsequently this device was explanted. No additional adverse patient effects were reported.